Event description:
It was reported that the right ventricular lead exhibited an insulation anomaly and low impedance. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found a partial lead was returned. An insulation abrasion was noted at 12.8 cm to 13.3 cm from the connector pin. The abrasion is consistent with exposure to constant friction with another implantable device.